Manufacturer narrative:
Concomitant products: product ID: p1501dr ICD, implanted: (B)(6) 2010; product ID: 5076-58 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the atrial lead had a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.